Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, generalized illness symptoms, rupture, granuloma. (B)(4). Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with two 600cc mentor memorygel breast implant and experienced bilateral capsular contracture (baker grade 4), a rupture and a granuloma on the left side, and generalized illness symptoms including inflammatory issues and pain post-operatively. The patient indicated they tested positive for antinuclear antibodies. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right side device.